Event description:
The duett sealing device was deployed (via 6f sheath, right femoral artery) following a diagnostic catheterization procedure. Following the deployment, the pt developed ischemia of the duett treated leg. The pt was sent to surgery for a surgical thrombectomy. The patient's symptoms resolved completely, and no further complications were reported.